Event description:
While conducting preventative maintenance, it was discovered that the brakes on this bed would not hold.

Manufacturer narrative:
Upon complaint review, it was determined that the brakes not holding/working could lead to unintentional movement of the bed which has the potential to cause serious injury. The technician replaced the casters in order to resolve the problem.